Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose (bg) was over 500 mg/dl at its highest. Pump supplies were changed. Boluses and insulin injections were used to address bg.

Manufacturer narrative:
The investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. A different issue was identified.